Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for radicular pain syndrome and spinal pain. It was reported that the patient's ins was moving around in the pocket toward their butt, and that it 'went down their body.' The patient noted that they were sore from laying down, and that they could feel the tip of the ins toward the skin. The patient was sent physician listings and advised to follow-up with an hcp. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received. Patient reported implant started hurting and had fallen deeper into the pocket. Patient said they made hcp aware but hcp doesn't want to move the implant or put in a new one. Troubleshooting was unable to be performed as hcp didn't want to take next steps. Pt said she was looking for hcp that would remove the device or put a new device in. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient needed to make an appointment with the hcp because the battery was moving around. The patient said it felt like the ins was sticking up because when she sits down, her cheeks were pushing the battery. The patient said that the ins could be moving around due to an unrelated 50 pound weight gain since (B)(6) 2018. No further complications were reported.